Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and required a full download. A field service engineer checked the station and network connection and found the issue at the wall jack. Reconnected the station to another outlet, and communication was restored. Ran a full database synchronization and tested functionality. Verified successful operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ncmcanpa11 was not communicating, required full download and it was offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.